Manufacturer narrative:
The service engineer evaluated the system and determined that the locking collar had worked its way up out of the base. The collar was secured into correct position to return to functional.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
Evaluation of the suspect control panel will be included in a follow up report upon investigation completion.

Event description:
The customer reported the control panel on their epiq 5g ultrasound machine is not locking in the swivel position. This issue was discovered while the machine was in transport. There was no injury caused from this issue.